Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The reported patient effect of occlusion and tissue injury are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was not achieved fully with the two pre-placed prostyle sutures, so another prostyle was used. Hemostasis was still not achieved; therefore, a non-abbott device was used to achieve hemostasis. After hemostasis was achieved, the physician took an angiogram and noticed that there was no blood flow down the leg and that there was an occlusion. A vascular surgeon was called in and cut down surgery was performed. It was noted that the sutures of one of the prostyles had captured the back wall. As the reported prostyle sutures (that had captured the back wall) and non-abbott device plug had "bundled" together, there was some vessel damage and a graft was used to repair the vessel. As the patient required cut down surgery, there was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.